Manufacturer narrative:
The product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported the teeth will not align when an attempt is made to secure the enclosure closed, there is a gap in the zipper when it is closed on the main access window. The customer reported that this was discovered prior to placing a patient into the canopy. The customer couldn't provide the date when this was discovered. There was no patient incident or injury reported.